Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is fine. They used another blade of different length to finish surgery.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the proximal femoral nail anti-rotation (pfna) blade had a locking problem. It was reported that it was not possible to lock the pfna blade. The locking mechanism was faulty. There was a 30 minutes delay of surgery reported. This report is for an unknown screw. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
This report is for unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.